Event description:
The biomedical engineer contacted abiomed field service representative to report an automated impella controller (aic) yellow alarm. The alarm will prompt the team to utilize a backup console per IFU instructions. No patient harm or injury was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the original report was filed. The aic product was returned for investigation. Console was inspected and tested on an engineering lab bench. System self-check failed on startup. The cause of the system self-check failure was determined to be the corrosion of the pbm.